Event description:
It was reported that the device was used during a sigmoid procedure. The device would not staple and would not cut. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 7/30/2008. Evaluation summary: the analysis results found that one device was returned with the handles open and with partially fired reload loaded on the device. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.